Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of device contamination with chemical or other material.

Event description:
It was reported that prior to a right laser ureteroscopy procedure, the scrub nurse noticed a jelly like clear glob on the distal end of the sensor wire inside the sterile packaging. The guidewire was not used, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that prior to a right laser ureteroscopy procedure, the scrub nurse noticed a jelly like clear glob on the distal end of the sensor wire inside the sterile packaging. The guidewire was not used, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of device contamination with chemical or other material. Block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. A review of device history record (DHR) indicated that the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of device foreign material present in device was defined in the risk documentation and is documented accordingly. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of cause not established the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.